Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer changed pump supplies but was unable to resolve the issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 580 mg/dl and high ketones that were identified as dangerous by healthcare provider. Customer attempted to self-treat bg with a bolus, however was treated with intravenous insulin and saline at the hospital. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.